Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation. The patient reported that the electrodes were rubbing his skin raw. During a follow-up the patient reported that he consulted a nurse who provided suggestion on how to deal with the skin irritation. The details of the recommendations are unknown. The final medial outcome of the skin irritation is unknown. There was no alleged device malfunction.